Manufacturer narrative:
The device is an installed centralized patient monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes, and displays patient vital signs data from multiple bedside multi-parameter patient monitoring devices through either wired or wireless connections. Welch allyn technical support assisted the customer and replaced the failed display. The customer locally disposed of the failed display. With no product being returned to welch allyn, no further failure investigation will be performed. Method: (replaced per service contract).

Event description:
The customer stated that his monitor is not working. It comes on for about three seconds and then goes blank. He checked power and it is on, but nothing is displayed on the screen. This resulted in a temporary loss of centralized monitoring, however, bedside monitoring was not affected. There was no report of any patient harm as result of the reported event. The customer did not provide any patient information.